Manufacturer narrative:
It was reported that "the remote evidently shorted out and caught on fire. It burned the sheet and a spot on his right side of his body. When he pushed it off of him, it burned our floor and his bedside commode." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The "pendant caught on fire".